Manufacturer narrative:
This event occurred in (B)(6). Phone number was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested for bilirubin on a cobas b 221 omni s6 system. The sample was tested twice on the cobas b 221 analyzer, resulting with bilirubin values of 20.9 mg/dl and 20.1 mg/dl. The sample was repeated twice on a second b 221 analyzer, resulting with values of 16.7 mg/dl and 16.7 mg/dl. The lower results were believed to be correct as these matched the value measured on a cobas 6000 c (501) module. The lower value was reported outside of the laboratory.

Manufacturer narrative:
The patient sample resulted in a hematocrit value of 70% and a thb value of 24.99 g/dl. The investigation of the provided data determined that the instrument was functioning as specified and was working within specifications. No instrument or fluidic failures were found. It is most likely that a sample related issue led to the discrepant bilirubin result. A normal hematocrit for newborn would be between 42 and 65%. The calculated hematocrit value of 70% would indicate the presence of cellular particles and/or microclots in the sample. A degradation (decay) of the bilirubin value over time is visible. For bilirubin determination, it is recommended to use light protected sample containers and to measure the sample immediately after collection. The investigation did not identify a product problem. The cause of the event could not be determined.